Event description:
In 2008, the sales representative reported that the patient underwent a revision surgery for failed fusion on l4-s1. The surgeon explanted pathfinder screws and reinstrumented with incompass screws.

Manufacturer narrative:
On an unk date, the construct was implanted. Request has been made to obtain the product. Evaluation is pending upon the return of the product.